Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of feeling stim when stim was off and buzzing was not determined. Action/interventions taken towards resolution was intensity was decreased to 0.0, stimulator turned off, impedance check was completed and was in normal range. The issue was not resolved. Patient's weight was unknown. The hcp was notified. He requested that patient makes and appointment to determine cause due to unknown origin, or if it was related to stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. It was reported that the patient's stim was off on the patient programmer and yet the patient still felt stimulation. The manufacturer's representative (rep) confirmed with the 8840 and output was 0v. The rep checked the impedances and they were normal. The patient told the caller the sensation was like a buzzing down her leg almost to her abdomen and across. It got stronger as the day went on and almost felt like a pounding in her heart. The rep turned on the stimulation and the patient began to feel it in her legs. Rep turned it off and it was much less, like a buzz. The rep palpated the area of the ins and leads with no change in sensation. During the call, the patient reported they were getting a buzzing sensation in her chest now too. No further complications were reported/anticipated.